Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred "when venting the lines" after the patient "started the cycler and inserted the set". The patient had not attached themselves to the homechoice cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection was performed which identified an 5-6mm hole/cut on the side sheeting of the welded cassette. The sample was under water pressure tested and a leak was observed from the hole/cut. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause was related to the welded cassette coming into contact with a sharp object during handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.